Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose value was unknown. Customer stated they are unsure if they pressed a button down for 3 minutes or longer. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 was present in the device trace download and pump error 63 alarmed during selftest due to cracked solder joint at u1 pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. All buttons function properly, however corroded keypad traces noted during visual inspection. Corroded force sensor assembly and moisture damage on motor assembly.